Manufacturer narrative:
Initial investigation of the system log files confirmed a failure, however, as the investigation is ongoing, a root cause has not yet been determined. A supplement report will be filed upon conclusion of the investigation. This event occurred in (B)(6). Resubmission of initial report as per FDA on 7/28/2020

Event description:
It was reported to siemens that a patient was positioned prone on the table on an artis zee biplane and orientation protocol used was "head first prone". Before the image acquisition there was a "clapping" sound and the monitor went blank for a few seconds. All monitors came back and image acquisition was performed as normal. Images were acquired via cone beam CT technique and subsequent planning for the targeted site of injection was performed with the acquired images. Although the "head first prone" protocol was selected, the images were acquired under the "head first supine" protocol and were tagged as "head first supine", hence the anatomical markers (r and l) in the mpr images were flipped which was not detected during the subsequent needle-path planning. The procedure began but was cancelled and rescheduled. There is no impact to the state of health of the patient treated.